Manufacturer narrative:
(B)(4). Upon follow-up with the home patient's wife, it was found there was no patient injury or medical intervention related to the event. The device was discarded and the lot number was unknown.

Manufacturer narrative:
(B)(4). The device was discarded. A follow-up report will be submitted if additional information becomes available.

Event description:
A customer contacted baxter?s global technical service center to report a system error 2240 (indicating air in the set) with the homechoice machine during dwell 3 of 7. The caregiver (cg) stated she heard the alarm and noticed one of the bags had fallen and the spike had come out. It was explained they would need to start over with new supplies and they were advised to call the registered nurse. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during dwell 3 of 7 was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable after the supply bag fell and disconnected. The batch review was not performed because the lot number is unknown. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).